Event description:
Sold to account number: no value found returned product expected: no bsc product return date: no value found location description: no value found. Device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact. Event description: ecn event description: during vein verification, the guidewire became stuck and it was impossible to move it forward or backward. After several attempts, the catheter and guidewire were removed. Even when trying to remove it by pulling hard, we were unable to unstick it. The guide broke in the catheter. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: we tried to move it forward or backward the guidewire. What is the next course of action?: removed catheter and guidewire and no verification of the good isolation of the pulmonary veins patient present at time of event? Yes patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor? No event date: 2026-2-17. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2026. Type of procedure: pfa country of event: france country of original implant use: no value found implant date: no value found explant date: no value found oos date: no value found.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, ""excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.